Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. Additionally, it was reported that the pump battery was at 50% then dropped to 8% within 10 minutes. The contact reported charging the pump for 3 hours. The customer's blood glucose (bg) level was 559 mg/dl and was addressed with insulin injections. Customer did not specify cause of high bg level. The contact confirmed that an alternate method of insulin delivery was available.